Event description:
It was reported that a 25-year old caucasian female patient underwent primary breast augmentation with two 500cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered the following: pain, burning on both breasts, hair loss, reoccurring migraines, headaches, foul odor, night sweats, allergies, unspecified autoimmune issues, elevated crp, insomnia, heavy menstrual cycles, vertigo, dizziness, vision changes, eye floaters, extreme fatigue, irregular blood pressure, tachycardia, difficulty losing weight, difficulty breathing deeply, anxiety, depression, eye twitching, nasal congestion, coughing, sinusitis, breast implant illness, infections, acne, vitamin b deficiency, hypertriglyceridemia, hypomagnesemia, and allergic rhinitis. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2022. Upon removal of the implants the patient reported losing weight without dietary changes, having more energy, hair growing back, no longer have daily joint or muscle pain. In addition, eye floaters, migraines, and visions changes improved. Chest pain, burning, foul odor, sweating, sweating have been resolved. The patient sleeps better and no longer have extreme abdominal pain. Lastly, fatigue, anxiety, depression, have gradually improved. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Health effect - clinical code (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 22, 2022, mentor received additional information indicating that the suspect medical devices were no longer available for return. In addition, the patient also reported that there was a confirmed left breast implant deflation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This medwatch form is for the left breast prosthesis.